Event description:
It was reported that the patient was in the intensive care unit (ICU) for gastrointestinal (gi) complications. Prior to the permanent spinal cord stimulator (scs) implant, the patient had been referred to a gastroenterologist in an effort to prevent this.